Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The patient had an enb procedure on (B)(6) 2015. The site reported that the patient died on (B)(6) 2016 due to progression of lung cancer. The death is reported as not related to enb device or index procedure.